Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient with dispoable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device intermittently stopped pacing the patient. No adverse affects to the patient were reported as a result of the alleged malfunction.